Event description:
The customer contact reported the device did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical engineering department with a note that stated, "will not alarm." No specific pt info, pump programming, or event details were provided. During testing at the user facility, the device did not sound an audible alarm during and alarm condition. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.